Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar gasket split upon insertion of the millimeter scope. (All trocars gaskets were coated with sterile mineral oil prior to start of case). The surgeon reports the on going problems with co's trocar gaskets and reducer gaskets splitting. It came from a ft1a23. There was no consequence to the pt.